Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that bd¿ phlebotomy sharps collector, 1.5 qt needle port had a damaged lid. The following information was provided by the initial reporter: "according to the customer's report, a crack on the lid was found during the inspection before use."

Event description:
It was reported that bd¿ phlebotomy sharps collector, 1.5 qt needle port had a damaged lid. The following information was provided by the initial reporter: "according to the customer's report, a crack on the lid was found during the inspection before use."

Manufacturer narrative:
Investigation: the DHR review process was performed for the lot number provided and the result showed there were no issues reported like broken or damaged lids. Also, a review of the ncmr¿s was performed and the result showed there were no issues reported like broken or damaged lids for the same part number (305487) throughout the last twelve months. Based on this investigation and with the evidence provided (pictures and lot number), it was observed that customer received one broken lid. However, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, in can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to the handling carried out during the transportation and those activities are out of flex¿s scope. Also, as part of this investigation, a review of customer complaint records was conducted; according to cc records, the previous records of customer complaints in the last twelve months were reported from japan, where sales are made through distributors who make partial sales and we do not know the mode of storage after sale; for this reason, it is necessary to have images of the problem or damage to carry out a better resolution and investigation of this customer complaint.